Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the last year.

Event description:
It was reported that patient was experiencing charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned per facility policy.